Manufacturer narrative:
Upon receipt, the ICD was not interrogatable, confirming the clinical observation. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. Please note, the shock delivery into an external short circuit occurred most likely either due to an externally applied high voltage (e.g. External defibrillation), or due to a damaged insulation of the connected ICD lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after four months of implantation, the patient came for the first follow up. The device could not be interrogated and, after consult with biotronik's technical services department, a reset was not successful. This device was then explanted and returned for analysis.